Manufacturer narrative:
(B)(4).

Event description:
This lv lead exhibited high thresholds of 3.8v at 0.4ms during the discharge wound check. Pacing output was reprogrammed to 5.0v at 1.0ms. Should additional information become available this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.